Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, reactivation needed for discharged patient account. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) attempted to contact the customer by phone but was unable to establish communication. The tss then followed up via email requesting confirmation, noting that the original case details indicated a request for closure after resolution. Multiple contact attempts through phone and email did not receive a response. Based on the initial customer communication indicating that the issue had been resolved, a final email was sent to confirm closure prior to proceeding with case completion. Therefore, the technical support specialist closed the case.